Manufacturer narrative:
The occupation is lay user/patient. Device not returned.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The reporter also mentioned he received an error when using the meter. At 4:00 p.m., a sample from this patient was tested using the meter, resulting with a value of 3.0 inr. At 7:45 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. This value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is tired. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is twice per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient had no changes in diet, no illnesses, and no bleeding or bruising. The patient was not taking any new medications and has had no changes in warfarin/coumadin medication. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was (B)(6)%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.